Event description:
It was reported, the patient had had multiple infections. It was noted, the patient had bladder infections and urinary tract infections. It was reported, the infections were due to the patient¿s device not working and ¿throwing off poisonous stuff¿ because they had had it in for so long. It was noted, the patient had had infections since implant with them becoming more frequent.

Event description:
Additional information received noted that nothing was found. Regarding were any malfunctions seen or cause of issue determined, it was noted "no." No interventions were taken nor planned. Patient outcome was noted as no change.

Manufacturer narrative:
Product ID 3093-28, lot# v660707, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).